Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with two (2) unspecified types of prismaflex sets, an external fluid leak was observed, described as "the effluent drainage line that had separated at pod causing the fluid leak." The first therapy was discontinued and the extracorporeal blood was returned to the patient. The set was replaced to continue treatment, and the second set leak was noted. Crrt was not restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.